Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4). Evaluation summary: (B) (4). No anomalies were found and the visual inspection did not reveal any damage or defect there was a white substance noted on distal end of the lead, however the helix functioned within specifications.

Event description:
It was reported during the implant procedure that a helix problem was suspected. During 3 attempts, the helix didn't come out properly. It was decided to change the lead for new one. The lead was not implanted. No patient complications have been reported as a result of this event.